Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed rashes under the therapy electrodes. The rashes were described as bleeding. The patient's doctor recommended the patient remove the lifevest in order to allow the irritation to heal. The patient's doctor also prescribed the patient a cortisone cream to treat the irritation. During a follow up call, the patient reported that the rashes had stopped bleeding and was getting much better. There was no allegation of a device malfunction associated with the reported skin irritation.